Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". Concomitant products included estradiol (estrogen). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("swollen uterus"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), abdominal distension ("distended abdomen"), uterine prolapse ("uterine prolapse"), cervicitis ("cervicitis"), cervical cyst ("nabothian cysts"), fibrosis ("fibrosis") and adenomyosis ("enomyosis"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine enlargement, menorrhagia, anaemia, abdominal distension, uterine prolapse, cervicitis, cervical cyst, fibrosis and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, anaemia, cervical cyst, cervicitis, fibrosis, menorrhagia, pelvic pain, uterine enlargement and uterine prolapse to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information, concomitant drug added. This case become incident. Previously reported event injury were updated to pain, menorrhagia (heavy menstrual bleeding), swollen uterus; distended abdomen, anemia, uterine prolapse, cervicitis, nabothian cysts; fibrosis, essure confirmation test(s) conducted, specify : no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.